Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the fs optium neo meter was reviewed and the dhrs showed the fs optium neo meter passed all tests prior to release. Dhrs (device history record) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to

Event description:
A customer reported receiving an "error-3" message upon attempting to test using the adc blood glucose meter. As a result, he was unable to monitor his glucose levels and experienced symptoms of dizziness, vomiting, nausea, and loss of consciousness. The customer's wife provided him with a glass of sugar water as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-3" message upon attempting to test using the adc blood glucose meter. As a result, he was unable to monitor his glucose levels and experienced symptoms of dizziness, vomiting, nausea, and loss of consciousness. The customer's wife provided him with a glass of sugar water as treatment. There was no report of death or permanent injury associated with this event.